Manufacturer narrative:
Date of event: unknown. Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 3rd related complaint for clog on lot # 8185556. Investigation summary: customer returned (1) 32g 4mm bd pen needle without the tear drop label attached (used). Consumer stated she did not get a insulin flow. The returned sample was examined and exhibited a bent non-patient end cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - the bent needle on the non-patient end of the cannula would be the cause for no medication flowing through, hence the customer would think the needle was clogged (as reported). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - the bent needle on the non-patient end of the cannula would be the cause for no medication flowing through, hence the customer would think the needle was clogged (as reported). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the pen ndl 32g 4mm 90 CT mail order only experienced an inability to deliver insulin during use. The following information was reported by the customer: material no: 320883, batch no: 8185556. It was reported: consumer stated on (B)(6) 2019 during injection, she did not get a insulin flow. Stated on another day with the same lot number, she did not get an insulin flow during priming. Verbatim: consumer stated on (B)(6) 2019 during injection, she did not get a insulin flow. Stated on another day with the same lot number, she did not get an insulin flow during priming. Lot: 8185556, expiration date: 2023-06-30, item: 320883. Sample available. Consumer uses mail order, sending product replacement to doctors office.

Manufacturer narrative:
Investigation summary: customer returned (1) 32g 4mm bd pen needle without the tear drop label attached (used). Consumer stated she did not get a insulin flow. The returned sample was examined and exhibited a bent non-patient end cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - the bent needle on the non-patient end of the cannula would be the cause for no medication flowing through, hence the customer would think the needle was clogged (as reported). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent when fitted to the pen.

Event description:
It was reported that the pen ndl 32g 4mm 90 CT mail order only experienced an inability to deliver insulin during use. The following information was reported by the customer: material no: 320883, batch no: 8185556. It was reported: consumer stated on (B)(6) 2019 during injection, she did not get a insulin flow. Stated on another day with the same lot number, she did not get an insulin flow during priming consumer stated on (B)(6) 2019 during injection, she did not get a insulin flow. Stated on another day with the same lot number, she did not get an insulin flow during priming. Lot: 8185556, expiration date: 2023-06-30, item: 320883. Sample available. Consumer uses mail order, sending product replacement to doctors office.